Event description:
Customer reported experienced an ongoing intermittent occurrence of low blood glucose, with the lowest level recorded at 50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer was advised to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.